Event description:
Reporter indicated a vns patient was having increased seizures and would be referred for surgery to replace the vns generator. Surgery is tentatively planned for (B)(6) 2010. Attempts for further information are in progress.